Manufacturer narrative:
The device model and lot numbers were not reported. The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Vessel spasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use.

Event description:
Medtronic received information that a patient experienced a mild catheter induced vasospasm of the proximal left internal carotid artery (ica). This was treated with verapamil with immediate resolution. The patient was undergoing a flow diversion treatment for an aneurysm located in the clinioid segment of the left ica. The patient was successfully treated for the aneurysm and no patient injury was reported as a result of this procedure.